Manufacturer narrative:
Device evaluation summary: visual inspection showed no outward signs of any damage or sharp edges that would cause any issues. The reason for the return was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a dlp pericardial/intracardiac sump, it was reported that it had a problem. The device was replaced during the procedure. The patient passed away. Medtronic received additional information that the surgeon stated that during use they noticed that the device had touched the lateral wall of the left ventricle, with the risk of perforation. There was an impact to the patient as a second surgery was performed to repair the lesion in the patient. Medtronic received additional information that the patient is now deceased following repeated surgeries. A perforation of the lateral wall was confirmed. Medtronic received additional information that the exact cause of death was not identified. The patient's death was not believed to be linked to the performance of the dlp pericardial/intracardiac sump.